Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown, sometime in (B)(6) 2014. Original implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 04.501.007, lot number 8677612, ti matrixrib pre-contoured plate, 18 holes). The implant was returned in poor condition. The plate was transversely broken between the tenth and eleventh holes (hole 1 was defined as most proximal hole to laser marked information). One screw is stuck in the second hole. Eleven other screws were returned along with the plate with no complaint alleged against them. It is unknown what caused the complaint condition. A visual inspection, complaint history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based on additional information obtained from the product development investigation, a second report will be submitted to address the screw which was received stuck in the plate. Please see report 2 of 2 for (B)(4) for information regarding the screw associated with this plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 (B)(4).

Manufacturer narrative:
Original implant procedure occurred on an unknown date in (B)(6) 2014. An explant procedure occurred on an unknown date. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: october 18, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Exact date of device breakage is unknown, but it occurred sometime between (B)(6) 2014 and (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: an explant/revision procedure occurred on an unknown. Product is now available for investigation. No additional information pertaining to the event and/or revision is available at this time.

Event description:
It was reported that an email was received from a customer stating that they have a broken matrix rib plate which is broken at a costal margin. E-mail from the surgeon states he plated a patient (demographics unknown) in (B)(6) 2014. He reports the patient fractured his plate that was molded to follow the curvature of his broken costal margin. He plans to revise the patient (date unknown) . The surgeon used a 8-9 l plate (15 hole length) with 5 anterior 14 mm screws, a 3 hole gap and 7 posterior 7 mm screws that were shaped to contour his costal margin. The patient broke the plate in the curve in the middle of the 3 hole gap, all screw were intact. This report is 1 of 1 for (B)(4).